Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg level via correction injection via manual dose injection. Reportedly, the customer continued to use the pump for insulin therapy.